Manufacturer narrative:
No product was made available for eval; accordingly no conclusion can be drawn. This is one of four medwatch reports submitted as the customer reported four separate devices were involved. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.

Event description:
Customer reported that the wash concentrate bottle leaked. No user or pt injuries were reported.